Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 254mg/dl. Troubleshooting was performed, and the drive support cap was flush. Assisted the caller to run the displacement and self test and they passed. Advised the customer to rewind before placing the reservoir into the reservoir compartment and the insulin pump did not alarm motor error. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.